Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to instability caused by a torn pcl. A triathlon cr knee was revised to a ts knee. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding patient factors involving an unknown knee was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: a review of medical records with a clinical consultant indicated "this patient underwent a primary cemented cruciate retaining triathlon total knee arthroplasty. Approximately seven years later instability developed due to a rupture of the posterior cruciate ligament and revision was carried out with a total stabilizer implant. I cannot confirm that this event occurred. Although it is described, I have no documenting evidence such as postoperative x-rays or office notes, or an operation report. I cannot determine with certainty the root cause of this event. The causes of instability following cruciate retaining arthroplasty are multifactorial including surgical technique with proper tensioning of the posterior cruciate ligament, and proper positioning of the implants. Patient bmi and activity level also play a role, as well as any trauma sustained. I would not assign any causality to the implant itself. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to instability caused by a torn pcl. A triathlon cr knee was revised to a ts knee. Rep confirmed that no further information will be released by the hospital or surgeon.